Event description:
It was reported that patient was revised on a left knee due to painful knee. Doctor took out tibia baseplate and patella. Replaced with universal baseplate, stem and patella.

Manufacturer narrative:
Additional devices listed in this report: cat # 61979010, lot # mkp058, description: simplex p - us tobra fd 10-pk qty: 2. Cat # 5550-g-360, lot # 845p, description: triathlon symmetric x3 patella. Cat # 5531g511, lot # lbf445, description: x3 triathlon cs insert #5 11mm. Cat # 5510f501, lot # slbja, description: triathlon cr fem comp #5 l-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding revision involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: apart from bone, bone cement remains, and slight markings and burnishings - consistent with in vivo clinical use and explantation, respectively - the device is unremarkable . Medical records received and evaluation: a review of the medical records was not performed as records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: although the patient reported pain, the reason for the revision was not specified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing.

Event description:
It was reported that patient was revised on a left knee due to painful knee. Doctor took out tibia baseplate and patella. Replaced with universal baseplate, stem and patella.